Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was prophylactically reprogrammed. No device malfunction was observed while the device was in use, however, the device was functioning in a mode susceptible to circuit error and was therefore reprogrammed to preclude harm to the patient. The patient did not tolerate the non-susceptible mode. After reprogramming the patient presented to the hospital with bibasilar crackles, atelectasis in the upper right lung, dyspnea on exertion and leg edema. It was also noted that the patient had gained twenty pounds. The device was reprogrammed again and the patient improved. No further patient complications have been reported as a result of this event.